Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by patient's spouse via the 'contact us' link on stryker's website: "hello I am contacting you on behalf of my wife...who received a triathlon knee replacement from bowen orthopedic in post falls ID approximately 4 years ago. After initial good results following the surgery she has developed chronic daily pain at the site and noted this to our family physician...yesterday during a physical exam. Doctor suggested that her pain might be due to the cushion between the tib/fib & femur being worn out and might need to be replaced. This seems unusual to us in such a short time period especially due to that [wife] is not a super active person - she is not an athlete or competitor and her job duties mainly consist of standing on a mat while processing small products for sale".